Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, button # 1 of a 5f mynx control vascular closure device (vcd) was unable to be pressed when attempting to deploy the sealant. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was used during a transfemoral cerebral angiogram using a retrograde approach, and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use. The vessel type was femoral arterial, and its diameter was verified to be greater than 5 mm. The vcd was prepped according to the instructions for use. The vcd was used with a 5f non-cordis sheath. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no damage noted to the button. Button #1 could not be depressed at all. The tension indicator was fully aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed from the sealant sleeves, as it appeared to have been severely frayed/split/torn upon receipt.

Manufacturer narrative:
As reported, button #1 of a 5f mynx control vascular closure device (vcd) was unable to be pressed when attempting to deploy the sealant. Hemostasis was achieved with manual compression for 25 minutes, resulting in no extended hospitalization. There was no reported patient injury. The device was used during a transfemoral cerebral angiogram using a retrograde approach, and the physician was being trained on its use. The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, as per the instructions for use (IFU). The vessel type was femoral arterial, and its diameter was verified to be greater than 5mm. The vcd was prepped according to the IFU. The vcd was used with a 5f non-cordis sheath. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no damage noted to the button. Button #1 could not be depressed at all. The tension indicator was fully aligned with the markers on the handle halves before attempting to deploy. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The syringe was received separated from the device, and the procedural sheath was not received. Additionally, the sealant was found exposed from the sealant sleeves, as it appeared to have been severely frayed/split/torn upon receipt. The device was inspected for damages/anomalies that may have contributed to the reported failure. No damages/anomalies were observed to button 1 of the returned device. A dimensional test was not performed on the returned device due to the severely frayed/split/torn condition observed in the sealant outer sleeve assembly. Per functional analysis, a simulated deployment test was conducted on the returned device following the mynx control IFU, step 2: deploy sealant. Button 1 could be depressed to deploy the sealant without any felt resistance. No issues were noted regarding button 1 deployment during the device failure investigation. Button #2 could be fully depressed, and no issues were observed with respect to button 2. The returned device functioned as intended per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification showed that the sealant was found exposed from the sealant sleeves. The sealant sleeves appeared to have been severely frayed/split/torn upon receipt. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as an exposure of the sealant was observed due to the severely frayed/split/torn condition of the sealant sleeves noted. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (although it was reported that the tension indicator was fully aligned with the markers on the handle halves before attempting to deploy) are possible. Additionally, procedural/handling factors possibly resulted in the frayed/split/torn condition of the sealant sleeves (such as excessive force during handling) and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this condition occurred during use in the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.